Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed r wave amplitude variation and undersensing on right ventricular lead. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.